Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level was 418 mg/dl. The message remained even after the tubing/reservoir/site were changed. Customer was advised to discontinue use of the device and revert to insulin shots. The device was not returned.